Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Initial reporter facility name: (B)(6).